Manufacturer narrative:
The technician found the left side rail end tube was broken, most likely caused by force such as the account running the stretcher into a doorway during transport. The technician replaced the left side rail end tube to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the left side rail would not latch. The stretcher was located in the emergency room at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).